Event description:
Initial right total hip performed in 2004. X-rays show failure of the modular stem. Revision surgery conducted in 2007 was uneventful. Post-op report by surgeon early 2008 states, "he is doing great with no pain at all. He seems to be progressing very well. He has been touch toe weightbearing at my request."

Manufacturer narrative:
Femoral neck w/plug 45mm lot# 345. Final info rec'd: 05/09/08.